Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl with an unknown cause. Bg was treated by administering a bolus using the pump. Reportedly, the customer completed a supply change and continued to use the pump for insulin therapy.